Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, damage to surrounding tissue and bone, partial lack of mobility, dislocation, and metal debris. However, litigation states that the patient was implanted with a poly liner.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges that the patient suffers from pain, swelling, inflammation, damage to surrounding tissue and bone, partial lack of mobility, dislocation, and metal debris. However, litigation states that the patient was implanted with a poly liner. Doi: (B)(6) 2007- dor: (B)(6) 2013 (right hip). Update: 6/13/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. Provided patient records have been examined. From a medical perspective, with the available information, it is unlikely the complaint is product oriented. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, damage to surrounding tissue and bone, partial lack of mobility, dislocation, and metal debris. However, litigation states that the patient was implanted with a poly liner. Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, damage to surrounding tissue and bone, partial lack of mobility, dislocation, and metal debris. However, litigation states that the patient was implanted with a poly liner. Update: 6/13/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 24 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges dislocation with closed reduction. Updated patient identifier. Doi: (B)(6) 2007 - dor: (B)(6) 2013 (right hip).